Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the capsule fully opened. There was a bump to the capsule tip with nitinol protrusions visible. There was a dent to the proximal end of the inner member shaft. There was a bend to the stylette returned with the device. There was a bend to the stability shaft. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. A capsule guide tube was unable to be loaded onto the capsule due to the capsule bump and nitinol protrusions. Image review: intra procedural fluoroscopic images were provided for review of the event. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and a misload was clearly visible by bent outflow crown and overlap beyond node 4. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. A new fluoroscopic valve load inspection was performed; however, a misload was present by overlap beyond node 4. There is no evidence of a good load prior to valve implantation. A pre-implant balloon aortic valvuloplasty (bav) was performed. During valve deployment, an infold was visible. Evidence supports that the infolded valve was recaptured and removed. Subsequently, a new fluoroscopic valve load inspection was performed, and another misload was present by overlap beyond node 4 which resulted in another infold during deployment. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. The valve was released with the infold and a post-implant dilatation was warranted. A post-implant dilatation was performed with successful resolution of the infold. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of this transcatheter bioprosthetic valve, the valve was loaded and a misload was identified with an infold beyond node 4. The delivery catheter system (dcs) was not used and a new system was used. No adverse patient effects were reported.

Manufacturer narrative:
Updated additional image review: computed tomography (CT) review: pre-implant CT imaging provided, dated (B)(6) 2024. Patient has an annular perimeter of 87.6 mm and perimeter derived diameter of 27.9 mm suggesting a 34 mm evolut. Protruding calcium seen in sinus of valsalva (sov). Annular calcium seen in left coronary cusp (lcc), extending into left ventricular outflow tract (lvot). Aortic valve is trileaflet with significant leaflet calcification. Annular angulation is approximately 41°. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.